Event description:
It was reported that during a routine follow-up, unrecognized programming changes were observed on the pulse generator of an asymptomatic patient. The device was successfully reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.